Manufacturer narrative:
Age/date of birth: 69.3 +/- 9.7 years. Gender/sex: all patients were male. Date of event: exact date unknown, information not provided. Model: partial model provided as 350. Catalog#: partial catalog# provided as 350. Expiration dates: unknown, as the serial numbers were not provided. Serial numbers: unknown, information not provided. UDI numbers: unknown, as the serial numbers were not provided. If implanted; give dates: unknown, not provided. If explanted; give dates: unknown, not provided. Device manufacture dates: unknown, as serial numbers were not provided. (B)(4). Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Rothman, a.l., rosdahl, j.a., hunter, t.g., challa, p., and muir, k.w. (2019). Treatment outcomes following resident performed nonvalved (baerveldt 350) glaucoma drainage device implantation. Journal of glaucoma, 28(11), p. 958-964. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review article: treatment outcomes following resident performed nonvalved (baerveldt 350) glaucoma drainage device implantation. A retrospective study was done to review the outcomes of resident performed baerveldt implantation through 1 year of postoperative management in a resident-run clinic. Out of the 48 patients who underwent baerveldt implantation, 8 patients were classified as failure; 7 were due to elevated intraocular pressure (iop >21 mmhg), and 1 had conjunctival dehiscence requiring closure. Two (2) of the patients with elevated iop required the ripcord (6-0 prolene suture) removal in the operating room. Intraoperative complication reported in the study included hyphema (n=3 eyes). Postoperative complications reported were iritis (n=2), unsuccessful ripcord removals requiring extraction in the operating room (n=2), cystoid macular edema (n=2), diplopia (n=1), retinal detachment (n=1), and ischemic branch retinal vein occlusion (n=1).